Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an abdominal wall procedure in 2010 and mesh was implanted. The patient experienced pain and rejection materials. The mesh was removed five years later. Additional information has been requested.

Manufacturer narrative:
The patient experienced abdominal pain. On (B)(6) 2016, the surgeon opined that the mesh material was not accepted by the patient¿s body and the mesh was removed.